Event description:
It was reported that the cause of the event was unknown. The actions taken to resolve the issue included an x-ray of system to look for fracture/fault. The rep will check back with clinician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was nothing to report on x-ray and the team reprogrammed the patient with good clinical benefit, no adverse effects.

Event description:
It was reported that the patient attended the clinic because they had lost the effect of stimulation and their tremors/symptoms had returned. Prior to their symptoms they were well controlled and no reports of falls/MRI interference, or any other suspected issues. They tested the system by increasing milliamps up to 4.8 bilaterally to troubleshoot but there was no benefit and they didn't induce any side effects. They patient felt as though they weren't receiving stimulation. Later it was noticed that values for contact 3 were all high and there was a message saying "settings out of range." The patient reported being suddenly off for a week before getting the system check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.